Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported the patient had returned to their healthcare professional due to the area just below the implantable neurostimulator (ins) had discolored and thinning skin which was sometimes painful. It was examined and there was no tenderness or evidence of infection. It was concerning that the skin was getting so thin and it had appeared that if nothing was done that the ins would be at risk. The area was red and had a burning sensation around it. All symptoms had started right after surgery on (B)(6) 2015 and had been sudden in nature. There was implant wound compromise. It was recommended that the patient have a revision of the extension lead and ins to a more medial location, revision of the subcutaneous pocket would be to attempt to prevent skin breakdown over the ins, prevent wound breakdown. The patient had a revision on (B)(6) 2015, due to the implantable neurostimulator (ins) being uncomfortable and feeling like it was trying to jam itself o ut of where they had put it in which had begun on (B)(6) 2015 also. The healthcare professional had noted that they needed to remove the ins and extension and replace in a new subcutaneous pocket medial to the existing site. During revision there was evidence of old hematoma formation. The pocket was debrided and hemostasis was achieved. Following the replacement the patient had returned on (B)(6) 2016 with wounds that were healing well. No sutures were removed at that time. Clinical information noted parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.